Event description:
Per clinical trial (B)(4): on 6/9/20, patient underwent bilateral revision reconstruction using an imf incision. The patient was hospitalized for the procedure on (B)(6) 2020 (discharged 6/10/20). 2 pieces of galashape (galaflex 3d) were used. There were no concomitant procedures done. On (B)(6) 2020, right breast infection was reported. On (B)(6) 2020, patient had wash-out and debridement of right breast. Right breast implant and non adherent mesh was explanted. Reconstructive salvage with placement of new right implant (no mesh). Patient also received medication (IV antibiotics - not specified which in record). Resolved with sequelae on unknown date. Review by medical affairs identifies the reported infection as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including right breast infection and underwent explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." This MDR reports the ae of infection. An additional MDR was submitted to report additional ae of seroma. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.